Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hysterectomy ('had hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("looking for autoimmune issue") and paraesthesia ("tingling sensation in legs and arms"), underwent hysterectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (tubes and coils removed; and uterus and cervix removed). Essure was removed. At the time of the report, the pelvic pain, hysterectomy, hormone level abnormal, autoimmune disorder and paraesthesia outcome was unknown. The reporter considered autoimmune disorder, hormone level abnormal, hysterectomy, paraesthesia and pelvic pain to be related to essure. The reporter commented: in first surgery only tubes and coil were removed then after 2 years uterus and cervix removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: social media received-new event tingling sensation in legs and arms were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hysterectomy ('had hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder ("looking for autoimmune issue"), underwent hysterectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (tubes and coils removed; and uterus and cervix removed). Essure was removed. At the time of the report, the pelvic pain, hysterectomy, hormone level abnormal and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, hormone level abnormal, hysterectomy and pelvic pain to be related to essure. The reporter commented: in first surgery only tubes and coil were removed then after 2 years uterus and cervix removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hysterectomy ('had hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder ("looking for autoimmune issue"), underwent hysterectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (tubes and coils removed; and uterus and cervix removed). Essure was removed. At the time of the report, the pelvic pain, hysterectomy, hormone level abnormal and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, hormone level abnormal, hysterectomy and pelvic pain to be related to essure. The reporter commented: in first surgery only tubes and coil were removed then after 2 years uterus and cervix removed. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.